Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03/11/2020.

Event description:
The customer reported the unit will not reach pressure. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The manufacturer's technical services (ts) could not confirm the reported issue. The customer was advised that this product has reached end of life with no repair support. The unit has been removed from service.